Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a severe low blood glucose event with a measured glucose of 54 mg/dl, corrected with oral carbohydrate in the form of juice or food, and the cause was unclear. Symptoms included dizziness. Outcomes included the need for medication-level intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.